Manufacturer narrative:
Information was received on 28-oct-2021 indicating that the event occurred during testing and there was not patient involvement. Device evaluation completion date: 4-jan-2022. Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. During analysis, the customers problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Due to fluid ingression found on pump by the chassis base of the expulsor, which caused inconsistent delivery issue. Expulsor assembly will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was over delivering (6.7%). No adverse effects were reported.